Manufacturer narrative:
Device powered up properly. No blank display noted. Device had constant failed battery test alarm due to corroded battery tube. Unable to perform the functional test, including the self test, off no power test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised forced sensor system test, excessive no delivery test and delivery accuracy test, test the operating currents or verify unexpected power loss anomaly, low battery alarm, weak battery alarm and battery out limit alarm due to constant failed battery test alarm. Device had a missing address/serial number label, minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and a missing end cap sticker. The test p-cap and reservoir will not locked in place in the reservoir compartment due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has shut off without notification. The blood glucose level was 181 mg/dl. The customer reported that the insulin pump was off for 6 hours. The customer was reported that insulin pump was alarmed battery out limit during normal use. The customer reported that the label was missing with the sn. The customer reported that she had changed the battery and received a bad battery. The customer reported that they did not want to troubleshoot for bad battery. The insulin pump being returned for analysis.